Manufacturer narrative:
Product analysis: the returned balloon was full of blood. The balloon failed negative prep. The balloon could not be inflated. There was a radial tear evident on the distal end of the balloon. (B)(4).

Event description:
The physician intended to use an nc euphora balloon. The device was removed from the packaging per the instructions for use and inspected with no issues noted. Negative prep was performed with no issues noted. Target lesion exhibited severe calcification. It was reported that the balloon burst on its first inflation at 10 atm. Other non-medtronic balloons also burst until another non-medtronic one finally worked. No injury to the patient. Event date is approximate.